Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio observed proper device operation through functional and performance testing and the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the reported issue is intermittent and they observed a two minute delay to power the device back on when the issue occured. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the reported issue is intermittent and they observed a two minute delay to power the device back on when the issue occured. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio downloaded the device's electronic records and verified the reported issue. Physio observed an error code in the devices memory that is associated with the single board computer assembly intermittently causing the device to not complete the boot up process. Physio could not duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the reported issue is intermittent and they observed a two minute delay to power the device back on when the issue occured. There was no patient use associated with the reported issue.